Manufacturer narrative:
Foreign : (B)(6). Device evaluation: sample received consists of one (1) product, p/n 100/860/080 l/n 3641739; the returned sample was received in used condition. During visual inspection no discrepancies were found. As part of functional testing, a syringe was used to inflate the cuff and inflation line of the sample and was submerged under water in order to verify for leaks. It was observed that a leak was coming out the cuff. Production personnel performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Customer reported condition was confirmed, the problem source is unknown.

Event description:
Information was received that immediately after intubating a smiths medical portex cuffed blue line ultra suction aid tracheostomy tube, the patient, the customer noticed the cuff would not inflate. No adverse effects were reported.